Manufacturer narrative:
A visual evaluation of the returned device found that the working length was twisted in multiple locations. The cutting wire length was measured and was within specification. Functionally, the device was tested outside and inside the duodenoscope and the initial tip orientation was found out of specification. The unit was able to bow as intended and it came back to its original position without resistance. The condition of the returned unit was not consistent with the complaint incident that the tip of the tome failed to unbow. The complaint was not confirmed. Therefore, the most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the cutting wire of the dreamtome would not release the bow after being bowed and was twisted. The device was removed and the procedure was completed with a second dreamtome¿ rx 44. Reportedly, there was no visible damage on the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.